Manufacturer narrative:
Varian has come to decision to report incidents involving covers detaching, which has on two occasions lead to a potential adverse event due to medical intervention (x-ray and CT scans). This event, previously determined to not meet the definition of adverse event, is being reclassified as part of a two-year retrospective review of all complaints. The machine in question is a low energy machine cl-600c and is fitted with a double latch mechanism to secure the collimator cover in place. This mechanism is very reliable and requires operation of both latches simultaneously (with locking screws removed) to release the collimator cover for service of components located in the head of the machine. These latches were not, however, designed to support the weight of a pt. Under normal conditions, the couch side rails are used to support a pt's weight should a pt require repositioning. However, in this case, the pt decided to use an alternative (and unexpected) method of using the collimator cover to support his weight thus pulling off the cover in the process. The cover was replaced and reinstalled at this site. Additional follow-up to this MDR is expected.

Event description:
While positioning pt for treatment on the clinac, the pt attempted to assist movements by grasping the mlc cover, breaking the fiberglass, causing the cover to fall and land on the therapist and the pt. Both the pt and the therapist received a bump on the head. They were examined at the hospital's medical center. The pt was x-rayed, but the report indicated no serious injuries because of the incident.